Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
A review of the sample is in progress. A follow-up report will be submitted once the investigation has been completed.

Event description:
After stent was deployed and collecting final pressure measurements, when aspirating back on the sheath air was coming back.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.